Event description:
The customer reported a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. Sid (B)(6) initial result = 5.98 mg/dl, repeat results = 1.98 mg/dl and 1.90 mg/dl (normal range 1.6-2.5 mg/dl). There was no impact to patient management.

Manufacturer narrative:
Abbott service inspected the instrument and replaced the cuvette dry tip, which resolved the issue. Issue resolution was verified with a passing precision run. No additional discrepant results were reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of trending data associated with the cuvette dry tip did not identify a trend. A review of complaint and trending data for the architect c4000 system did not identify any similar issues as described in the complaint. Review of manufacturing documentation did not identify any potential non-conformances or nonconformances for the cuvette dry tip. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000, (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details were not provided.

Event description:
The customer reported a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. Sid (B)(6) initial result = 5.98 mg/dl, repeat results = 1.98 mg/dl and 1.90 mg/dl (normal range 1.6-2.5 mg/dl). There was no impact to patient management.